Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's initial power up issue was observed. The device's system and cpu board assembly needs to be replaced to address the issue. No repairs performed. The unit will be scrapped.